Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left anterior descending artery. Resistance was met removing the ht turntrac guide wire. When removed from the anatomy the coils were noted to be unraveled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that resistance was encountered when attempting to remove the guide wire from the anatomy, resulting in the coils becoming unraveled (break). Factors that may contribute to difficulty removing the guide wire include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is possible that the patient¿s moderately calcified and moderately tortuous lesion contributed to the resistance; however, this cannot be confirmed. Additionally, analysis of the returned wire confirmed the reported core break and noted coils stretching. The break was located at the intermediate solder, between the shaping ribbon and core. This type of damage can occur when the shaping ribbon encounters resistance, and the core is pulled. It is possible that manipulation of the wire, when resistance was met, contributed to the break and coil damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.